Manufacturer narrative:
Date of event: please note that this date is based off of the year of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. (B)(4).

Event description:
Kashy, b.k., abd-elsayed, a.a., farag, e., yared, m., vakili, r., esa, w.a.s. Amputation as an unusual treatment for therapy-resistant complex regional pain syndrome, type 1. Ochsner journal. 2015;15(4):441-442. Doi: 10.1043/toj-14-0074. Summary: complex regional pain syndrome, type 1 (crps-1) causes severe pain that can be resistant to multiple treatment modalities. Amputation as a form of long-term treatment for therapy-resistant crps-1 is controversial. Reported event: a (B)(6) man with complex regional pain syndrome type 1 (crps-1) reportedly failed all treatment modalities, including spinal cord stimulation (scs) which was implanted in 2010 and removed in 2012. It was noted that the patient later underwent below-the-knee amputation, resulting in a ¿favorable outcome.¿ follow-up to the article¿s corresponding author has been requested for patient/device info, event dates, symptoms, diagnostics/troubleshooting, and potential causes. A supplemental report will be submitted if additional information is received.